Event description:
(B) (4).

Event description:
It was reported the lead had an unexpected lead insulation fracture at the proximal portion of the lead. The device was reported to have possible premature battery depletion. The device and lead were both explanted and replaced. Additional information received with the returned lead further reported a possible lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B) (4) no anomalies found; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead had an unexpected lead insulation fracture at the proximal portion of the lead. It was reported the reason for explanting the device is possible premature battery depletion. The lead was removed, and the device was explanted and replaced. No patient complications have been reported as a result of this event.